Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the sensor suspended. The customer's blood glucose level was 586mg/dl, and the sensor reading was 41mg/dl. The difference was found to not be within the acceptable range. Troubleshot was conducted and the customer was advised the sensor would be replaced and returned for analysis.